Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014, explanted: (B)(6) 2020. Dtmb1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, loss of capture was noted on the left ventricular (lv) lead when the pace/sense portion of the right ventricular (rv) lead was disconnected from the device header. The same result occurred with the new device, when the pace/sensation portion of rv lead was being connected to the new device. The lv lead remains in use. No patient complications have been reported as a result of this event.